Manufacturer narrative:
D10 concomitant medical products: cl-915 - cl-915 polysorb* 1 vio 90cm gs24 x36, lot# a3l1977y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intraoperatively, during cesarean section suturing, the connection between the two needle tips and threads were detached when the package was newly unpacked. Also, the needle and thread were found to be detached after multiple package changes, and there were cases of detachment during surgery. Another suture was used to complete the case. Surgical time extension was also noted. There was no patient injury.